Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to undesired sensation and inadequate stimulation due to lead migration. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to undesired sensation and inadequate stimulation due to lead migration. No further information was obtained despite multiple good faith efforts.